Event description:
It was reported that during the implant procedure, the lv lead could not be inserted into the target posterior pericoronary branches. Several attempts were made but failed. Another lead was used. Patient was stable.

Manufacturer narrative:
Corrected information: initial reporter- health professional should have been yes rather than no.

Event description:
New information received stating that the device was unable to implant due to the patient¿s phlebostenosis. Physician doesn't allege lead malfunction.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.